Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient came to the hospital and, during device interrogation, the physician observed non-sustained ventricular tachycardia (nsvt) episodes, noise, and short ventricular intervals (v-v). It was also reported that the right ventricular (rv) lead impedance was reading high. Surgery to replace the device and rv lead was performed the following day. During the device extraction, the right atrial (ra) lead insulation was damaged and needed to be replaced as well. The rv lead extraction was difficult and the lead was broken, therefore, a part of the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.